Event description:
At 9:15/p on 12/2000, the patient's blood glucose on the one touch profile meter was 71 mg/dl at 9:15/p, pt reported blurry vision and frequent urination. Pt immediately went to the ER where, upon arrival, their meter read 63 mg/dl while a hospital meter (unknown brand) was 550 mg/dl. Pt was treated with insulin and released at 2/a. The meter is cleaned with alcohol, a practice which is warned against in the product's instructions for use.